Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected nt-probnp result was obtained when a single patient sample was processed using vitros nbnp2 lot: 2230 on a vitros 5600 integrated system. The most likely cause of the event was an issue isolated to pack ID 0991 of vitros nbnp2 lot: 2230. Multiple patient sample results were <20 pg/ml from testing on pack ID 0991. Repeat results from alternate packs from vitros nbnp2 lot: 2230 testing returned expected results. The investigation was unable to determine what the specific issue was with nbnp2 pack ID 0991. The ortho tsc reviewed the vitros nbnp2 lot: 2230 calibration data and vitros 5600 instrument data; no malfunction was identified. Ongoing track and trending have not identified a systemic issue with vitros nbnp2 lot: 2230.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected nt-probnp result obtained when a single patient sample was processed using vitros nbnp2 lot: 2230 on a vitros 5600 integrated system. Patient 1 result of <20 pg/ml versus the repeat result of 3294 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected vitros nbnp2 result was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).